Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery does not charge resulting in a pump shutdown. Customer experienced an elevated blood glucose level, value was not provided. Customer address high bg with a manual injection and bolus via pump. The customer reverted to manual injections for insulin therapy.